Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Evaluation observed and found the pump passed the downstream occlusion testing, and found that the force sensor was within the specification with a loaded and unloaded test set. The device was found in specification in relation to the customer reported failed downstream occlusion test, alarmed high, which was not reproduced. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed the downstream occlusion test, the pump alarmed high. The event occurred during testing at the biomed department. There was no patient involvement. No additional information is available.